Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina, nausea, occlusion and re-stenosis are listed in the xience eluting coronary stent system instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The other xience v, is being filed under a separate MFR number.

Event description:
It was reported that the 2 otw xience v stents were implanted in the 100% stenosed proximal circumflex artery on (B)(6) 2008. Approximately 10 months later on (B)(6) 2009, an angiogram was performed showing a 40% restenosis in the ostial region of the proximal circumflex. No intervention was performed at that time. On (B)(6) 2011, the patient was noted to have chronotropic incompetence on a metabolic stress test. No treatment was provided and the condition is ongoing. Three months later on (B)(6) 2011, the patient reported intermittent dyspnea that was treated with medication, but also is a continuing condition. ECG on (B)(6) 2011 was negative for myocardial infarction. At the same visit, the patient reported orthostatic dizziness that had resolved with medication adjustments in (B)(6) of 2011. On (B)(6) 2011, the patient experienced gradual onset retrosternal chest pain, shortness of breath, nausea, and diaphoresis and was diagnosed with atypical chest pain. Angiogram on (B)(6) 2011 showed obliterative in-stent restenosis with 100% occlusion in the proximal circumflex artery. No treatment was provided. No additional information was provided.